Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention may be pending.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the system was explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.